Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto (B)(4).

Event description:
It was reported that the customer pressed the down arrow button and it was not moving down on the insulin pump. Customer's blood glucose was 6.2 mmol/l. Customer stated that the rest of the buttons were not responding properly and there was an open circle on the screen. Customer stated that she can still do boluses. Customer mentioned that she bought the pump in (B)(6) and she is now living in (B)(6). Customer mentioned that she had a meter blood glucose now alert and a low reservoir alert. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.